Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the balloons burst and did not inflate, the two balloons that burst failed at the end of the "smile weld" feature of the balloon. Both devices bursted in the same point.